Event description:
The customer called technical support (ts) reporting that during preventative maintenance, the device is not passing the grounding test during performance verification test (pvt). The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the gas delivery system (gds) assembly was recently replaced and upon testing the grounding test does not pass at the o2 inlet at the back of the unit, all other grounding points are passing. The rse advised customer to remove all loctite from the o2 inlet retainer bracket screws and the screw holes, if the problem persists customer should consider replacing retainer bracket screws, power cord, or ac inlet, the customer will continue to troubleshoot. The customer replaced the allen head screw with one that was longer to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Event description:
The customer called technical support (ts) reporting that during preventative maintenance, the device is not passing the grounding test during performance verification test (pvt). The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the gas delivery system (gds) assembly was recently replaced and upon testing the grounding test does not pass at the o2 inlet at the back of the unit, all other grounding points are passing. The rse advised customer to remove all loctite from the o2 inlet retainer bracket screws and the screw holes, if the problem persists customer should consider replacing retainer bracket screws, power cord, or ac inlet, the customer will continue to troubleshoot. The customer replaced the allen head screw with one that was longer to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.